Manufacturer narrative:
(B)(4).

Event description:
It was reported that subclavian vein was perforated during a normal device replacement/lead revision procedure. The subclavian vein was perforated all the way to the right lung during the lead implant procedure. The perforation was repaired by the cardiac surgeon, and the old leads were capped and replaced. The patient was stable post procedure and will be followed up normally.